Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation (hta) procerva procedure sets was used in a hydrothermablation (hta) procedure performed on (B)(6) 2012. Patient identifier, age, and weight are unavailable. According to the complainant, saline "pooled" in the patient's vagina causing a superficial burn. Sylvadene cream was applied to the burn. There were no alarms. The patient was reported to be doing fine. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.